Manufacturer narrative:
No button error alarm noted during testing. Unit had unresponsive buttons due to flattened (creased) all buttons dome switch. No unlocked lcd keypad connector noted. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's parent reported via phone call that customer had experienced high blood glucose events. The customer had symptoms such as thirst and frequent urination. Customer's parent reported that the insulin pump alarmed no delivery and blood glucose went up to 600 mg/dl and suspected that the insulin pump under delivered insulin. Customer's blood glucose value was 575 mg/dl at the time of the call and a blood glucose of 454 mg/dl at the time of call. Customer treated with insulin pump. Customer's parent reported that the high blood glucose levels began on (B)(6) 2017. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Customer's parent also reported that the insulin pump had a keypad anomaly and the buttons were hard to press. Troubleshooting was performed and completed. Customer's parent was advised to have customer discontinue use of insulin pump and revert to back up plan. The insulin pump is expected to return for analysis.